Event description:
It was observed that during the device evaluation, the subject device exhibited water ingress in the main unit imaging, flooding in the body side stopper, and the body side snap was detached. There were no reports of patient involvement.

Manufacturer narrative:
E3: non-health care professional; e2-no. Based on the results of the investigation, it is likely that the following led to the malfunction: the fact that the body side snap-off was not maintained indicates that the watertightness was not maintained. Therefore, it is presumed that water entered the interior, resulting in flooding of the imaging and flooding of the ore dome. A definitive root cause of the reported events cannot be identified. A device history review was completed, and no issues were identified. This issue is addressed in the instructions for use (IFU): coating peeling off IFU applicable sections the following statement is found in the instruction manual "precautions for cleaning, disinfection, and sterilization" and "warning" in "storage": ·this product is not intended for use with tweezers, disinfectors, or sterilizers. Do not clean, disinfect, or sterilize this product together with tweezers, forceps, or scalpels. There is a risk that the camera cable may be punctured and the electrical circuit inside the product may be destroyed due to water leakage. Water ingress in the main unit imaging, flooding in the body side stopper and the folding stopper on the main body side detached IFU applicable part the following statement is found in the "warning" in the "storage" section of the instruction manual. When wiping the outer surface of the camera cable, do not squeeze the camera cable strongly. There is a possibility that the camera cable may break. Olympus will continue to monitor the field performance of this device.